Event description:
During surgery, the screw broke while trying to drive it into the femoral tunnel. The screw engaged approx 2/3 of its length into the tunnel and broke at about half its length. The tunnel was notched. Half the screw (nose) remained in the pt.